Event description:
It was reported that after a user accesses the echart navigator window and clicks the "qcl" button, the pt quality check list grid is displayed for that pt. When the user leaves that pt quality check list grid opened, a selects a different pt from another quality check list grid, e.g. Staff quality check list grid, the echart navigator window is not displaying that newly selected pt's name. There was no pt involved at the time of the event. No further info was reported.